Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), which had reached the elective replacement indicator (eri) battery voltage per the physician, was not demonstrating an eri battery voltage at the routine replacement of the device. When utilizing the dissection device to remove it from the pocket, the ipg was noted to have stopped pacing concurrent with a drop in the patient's heart rate and ultimate asystole. No additional action was taken and the device replacement proceeded as planned. A large number of high pacing impedance measurements were noted on the right ventricular (rv) lead and a polarity switch had been observed. The lead remains in use. No further patient complications have been reported as a result of this event.